Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was attached to the needle when the plunger was retracted¿ was confirmed as a link separation. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
B3: date of procedure estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery were attempted with prostyle devices relative to an unspecified interventional procedure. Reportedly, no suture was attached to the needle when the plunger was retracted with three devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delays in the procedures. No additional information was provided.